Event description:
During a lung volume plication procedure, the instrument could not be removed from the application site. The surgeon resected the tissue to remove the device and applied another instrument to complete.